Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire coating issue occurred. The target lesion was located in the cephalic arch vessel. A 035/180 zipwire hydrophilic guide wire was advanced to the lesion. An introducer needle was not used. The device was directly inserted into an unspecified diagnostic catheter. An unspecified balloon catheter was inserted and removed from the body over the 035/180 zipwire hydrophilic guide wire 3 to 4 times. It was then noted that the hydrophilic coating of the device was peeled off. The whole device was removed out of the patients body. The procedure was completed using a non bsc guide wire. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR.: the specimen device was received lodged within an 80cm angiodynamics 4fr catheter with 10cm of the wire extending distally from the catheter with missing polymer jacket material exposing the metallic core wire over 7.3cm proximal of the catheter luer hub. After injecting the catheter with approximately 10cc of room temperature (22°) blood-bank saline, the specimen was unable to be removed from the catheter, preventing the 85cm of the specimen constrained by the catheter. The specimen presents random, irregular deposits of apparent adhesive residue over the proximal 1/3 of the shaft. The specimen also presents a large radius bend over the distal 7.5cm, consistent with tensile loading. With the exception of the adhesive deposits and approximately 1.5cm of ¿ratcheting¿ cuts to the polymer jacket material beginning at the proximal aspect of the jacket material removal, the exposed specimen coating appears visually and tactilely consistent when examined at 1x ¿ 18 inches, unaided, wet. Microscopically the specimen coating appears to be uniformly worn and abraded. Except where noted, the specimen device appears visually and dimensionally correct.¿ the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire coating issue occurred. The target lesion was located in the cephalic arch vessel. A 035/180 zipwire hydrophilic guide wire was advanced to the lesion. An introducer needle was not used. The device was directly inserted into an unspecified diagnostic catheter. An unspecified balloon catheter was inserted and removed from the body over the 035/180 zipwire hydrophilic guide wire 3 to 4 times. It was then noted that the hydrophilic coating of the device was peeled off. The whole device was removed out of the patients body. The procedure was completed using a non bsc guide wire. There were no patient complications reported and the patient's status is fine.